Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found the transition between the peek housing and tip lumen cracked open with metal exposed. Initially, it was reported that 2 hours after catheter ablation in the pulmonary vein, the catheter could not be deflected as intended. Catheter replacement resolved the issue. The observed deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The procedure was completed, and no adverse patient consequences were reported. The bwi pal received the device evaluation on 7/9/2019 and found a bump on the tip lumen approximately 2.0 cm from the distal end of the tip dome. Additionally, the bwi pal found the transition between peek housing and tip lumen cracked open, with red-brown material inside, and exposed metal. The cracked transition between the peek housing and lumen exposing metal has been assessed as MDR reportable as the device integrity was compromised. The awareness date has been reset to 7/9/2019.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found the transition between the peek housing and tip lumen cracked open with metal exposed. Initially, it was reported that 2 hours after catheter ablation in the pulmonary vein, the catheter could not be deflected as intended. The investigational analysis completed 8/23/2019. The device was visually inspected and the peek housing tip transition was observed cracked with red-brown material inside and exposed metal and bumps were observed on the tip. Deflection testing was performed and the catheter failed. A failure analysis was performed. The catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the peek housing tip transition damage is related to the t bar slippage issue. The root cause of the t bar slippage will be further investigated under an internal investigation. Manufacture reference no: (B)(4).